Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx guide was used as an accessory device with a valiant stent graft system for the endovascular treatment an unknown aortic disease as prophylactic. It was reported that as the physician was attempting to deflect the tip of the guide and position it against the wall of the stent/aorta it was not possible to advance the applier in order to place endoanchor. It appeared that the teflon tape on the distal part of guide was kinked. The physician removed the guide and that is what appeared to have happened. Another 28mm guide was used to successfully place 6 endoanchors. Per the physician the cause of the event was device related. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.